Event description:
Additional information was received on (B)(6) 2012 when it was discovered that the explanted lead and generator were going to be returned to the manufacturer for product analysis. The products were received by the manufacturer on (B)(4), 2012. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the vns patient had a full revision due to a lead break and prophylactic generator replacement on (B)(6) 2012. Attempts for the return of the explanted products have been made but they have not been returned to the manufacturer to date.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted leads. The electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the connector ring quadfilar coil appeared to be broken approximately 3.5mm and the connector pin quadfilar coil appeared to be broken at approximately 4mm from the end of the connector bifurcation. Scanning electron microscopy was performed on the connector ring quadfilar coil break (found at 3.5mm) and identified the area as being mechanically damaged which prevented identification of the coil fracture type and no pitting. Scanning electron microscopy was performed on the connector pin quadfilar coil break (found at 4mm) and identified the area as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Product analysis on the generator was completed on (B)(6) 2012. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications; there were no performance or any other type of adverse conditions found with the pulse generator. Review of the programming history from the generator revealed that the impedance value went from 3426 ohms to 11765 ohms on (B)(6) 2011.

Event description:
Further information was received through a company representative indicating that there was no patient manipulation or trauma that could have had contributed to the reported high lead impedance. At the moment revision surgery is likely, but has not been scheduled.

Event description:
It was reported by a nurse that high lead impedance was found during a f/u visit on system diagnostic (high>10,000 ohms). There was no report of pt trauma of manipulation to the device and the nurse programmed the pt's generator off. Xray has been taken and reviewed by the MFR. Based on those xray images, the generator was visualized in the left upper chest. The filter feed-through wires appeared to be intact, and the lead connector pin appeared to be fully inserted into the generator connector block. Electrodes seem correctly aligned on the vagus nerve, no acute angles were observed in the assessed portions of the lead, no lead break was found in the visible portion of the lead. At the moment revision surgery is likely, but has not been scheduled.